Event description:
On (B)(6) 2018, my medtronic ICD-d model no. Dtmb1qq started to send audible alerts. I called (B)(6). Dr (B)(6) office to report it. I was directed to go to the emergency room to have the device interrogated and reset. Once the ER at (B)(6), an x-ray was taken and revealed a broken lead. I was told I needed to be hospitalized for observation and to prevent possible shocks that could cause damage/injury. I have been receiving "mini shocks" numerous times each day since (B)(6). On (B)(6), my device was finally interrogated and I was moved out of the ER to the cardiac floor. Dr (B)(6) came to see me on (B)(6) and told me that she thought the insulation was bad on the leads, and the leads were probably defective when implanted. After numerous tests, I was preparing for surgery to take place on (B)(6). On (B)(6), I had a pre-op appt with dr (B)(6) and I told her in writing that I wanted to take possession of the leads when they were removed so an expert could examine them for defects. On (B)(6), dr (B)(6) called me and told me that my surgery was cancelled and could not be performed at (B)(6). I would need to find another surgeon elsewhere. The leads that I have are: model #5076-52, s/n (B)(4); model no. 6935m62, s/n (B)(4); and model no. 429888, s/n (B)(4). I have yet to find a qualified surgeon that can / will remove the leads. I am receiving continuous mini shocks. And my insurance company has denied my claim for 5 days of hospitalization ((B)(6)) stating it was medically unnecessary. (B)(6) 2018, audible alerts and hospitalization (B)(6). Pre-op visit with dr (B)(6), (B)(6) received call from dr (B)(6) cancelling surgery.